Manufacturer narrative:
The reported event of insulation damage was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found the lead body insulation was cut at the suture sleeve tie impression region consistent with procedural damage. The cause of the reported event was isolated to procedural damage.

Event description:
During an in-clinic follow-up, insulation damage was suspected on the right atrial (ra) and right ventricular (rv) lead. A revision procedure was performed, and insulation damage was visually confirmed. The ra and rv leads were explanted and replaced to resolve the event. The patient was stable.